Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customers blood glucose (bg) was "high", 610 mg/dl. No additional bg information was provided. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.